Manufacturer narrative:
Of the 10 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is procesed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display segments missing issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-70 years of age and between 88 and 212 pounds. Of the reported patients, 4 were male, 6 were female.